Event description:
Reported by vendor biomet sport solutions on (B)(6) 2011 that an incident occurred in the operating room to which their product a hex-screw broke during the procedure and the screw was stripped. This resulted in the need for retrieval of the broken screwdriver and an additional 30 mins of operating room time to the patient. Vendor rep was in the operating room when this occurred. Not clear if vendor retrieved broken screwdriver. Reason for use: left knee ligament reconstruction and partial lateral meniscectomy.